Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing symptoms during ventricular pacing. It was noted that the right ventricular (rv) lead exhibited t-wave oversensing (twos) and that the r waves had been decreasing and trending low. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.